Manufacturer narrative:
Recall: continued:1627487-12192011-003-r the ipg is included in the field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2018 with another model. Reportedly, the patient desired a non rechargeable ipg. Therapy was restored post-operatively.